Event description:
It is reported that the pt was revised for loosening.

Manufacturer narrative:
Evaluation summary: x-rays are returned for analysis and show radiolucent lines under the tibial component, indicating probable loosening of the tibial component. Tibial component loosening, in general, can be due to many factors including, but not limited to, insufficient bone contact with the implant, surgical technique, micro motion, pt activity, or pt weight. However, with the available information, the exact cause for the pt's pain and component loosening cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.